Event description:
It was reported that the system 9600 had the hard disk replaced by a third party service organization and was in need of a software reload. It was therefore not operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The software was reloaded. It was further found that the monitors flickered and were in need of adjustment. Monitors adjusted and flickering eliminated. It was also further noticed that the system locked up intermittently indicative of a defective cpu circuit board. The third party service organization representative stated that they would replace the circuit board from there own stock. The system was able to fluoro and store images. Other than the intermittent lock ups the system operates as intended. It is not anticipated that there will be further problems after the cpu circuit board is replaced. A follow up report will be filed if additional details become available.